Event description:
It was reported that during an iliac stenting treatment procedure, a stent became partially removed from the balloon. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified iliac artery. This 3.0x20 9.0x30x75cm express-b-I ld stent balloon was selected when the stent partially came off the balloon during delivery. The physician was able to track the stent to the lesion location and expand the non-deployed end of the stent. The stent did not deploy in the exact location and therefore a second stent was needed. The stent did not fully cover the lesion, therefore with another 3.0x20 9.0x30x75cm express-b-I ld stent was implanted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).